Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 3 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was failing due to increased gradients as well as mild paravalvular leak (pvl), as demonstrated by a transthoracic echocardiogram (tte). The team pre-dilated with a 24mm true balloon and an atrion device. The team had to dilate twice due to how tight the valve was. They placed the 23mm sapien 3 ultra resilia about 3cc below outflow - mid top cell. There was no pvl. The patient was experiencing fatigue as well as chest pain with exertion, mainly after dialysis. It's also reported that there was valve thrombosis, and the patient was started on coumadin. The valve in valve was completed successfully. The patient had a right bundle branch block and a first-degree av block that had been present during a preop EKG and which had remained unchanged after the valve in valve (viv).

Event description:
As reported by the field clinical specialist (fcs), 3 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was failing due to increased and calcification per the latest follow up. The team pre-dilated with a 24mm true balloon and an atrion device. The team had to dilate twice due to how tight the valve was. They placed the 23mm sapien 3 ultra resilia about 3cc below outflow - mid top cell. There was no pvl. The patient was experiencing fatigue as well as chest pain with exertion, mainly after dialysis. It's also reported that there was valve thrombosis, and the patient was started on coumadin. The valve in valve was completed successfully. The patient had a right bundle branch block and a first-degree av block that had been present during a preop EKG and which had remained unchanged after the viv.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a follow up. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was confirmed based on medical record provided. Available information suggests patient factors (hyperlipidemia, chronic kidney disease) likely contributed to the event as noted patient had medical history of hyperlipidemia and end-stage renal disease (esrd). According to the technical summary, evaluation of reported complaints of svd ' calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.